Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -11.0/1.5/110 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).